Event description:
A customer reported to beckman coulter, inc. (Bec) that sparks and a burning smell were noticed from the unicel dxc 600i synchron access clinical system. There was no report of death, injury, or change to patient treatment attributed to this event. Bec customer technical support advised the customer to remove the reagents and power off the instrument. Field service engineer (fse) located the source of the spark and burning smell to a damaged stepper motor driver pcb (printed circuit board) and main pipettor pcb. The fse replaced these parts in addition to the cooling peltier assembly that was damaged during the electrical event. Service activity that was performed was verified to meet the specified requirements per established procedures. The results met published performance specifications, and the system validation was documented in customer qc record.

Manufacturer narrative:
(B)(4).